Manufacturer narrative:
G4: 09mar2021. B4: 03apr2021. Per biomedical engineer he said that there's no battery failure. He said that they received a bulletin for battery recall. The unit just needed a preventive maintenance completed. After reviewing this file was reported in error. No malfunction reported per biomedical engineer. Just inquiry regarding battery recall service bulletin. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported unknown malfunction. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.